Manufacturer narrative:
Resubmission of initial report as per FDA on 7/28/2020. The manufacturing procedure for securing bolts of the lifting mechanics was not properly followed by an installer. This issue was identified internality before the system was handed over to the user. It is assumed that a workmanship error has occurred at the supplier facility. An immediate check of stock parts (47 parts) did not show the described above issue. However due to a potential risk of the upper bolts falling out causing table to tilt when loaded at the head end, siemens will inform customers of ysio, ysio max and multix fusion systems of the potential issue and initiate a field inspection as wells as corrective action if needed. The investigation is on-going and a supplemental report will be provided if additional information becomes available. This report was submitted july 15, 2016.

Event description:
During factory installation of the table, the installer realized that one of the four bolts of the double scissor had nearly completely moved out of the hole due to a missing clip (lock ring). The clip on the other side of the table was checked and it was missing as well. There are injuries attributed to this event. The reported issue was identified internally.